Event description:
It was reported that intermittent the cartridges were leaking from the o-ring. Reportedly, the customer replaced the cartridge and continued to use the pump for insulin therapy. The customer's blood glucose level was 530 mg/dl with small ketones. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.